Event description:
The customer reported via phone call that the insulin pump alarmed button error and the numbers were scrolling on their own. Customer's blood glucose was 240 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers were noted scrolling up. The device had cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube window.